Event description:
As reported by the user facility: customer reported; that the pump had a note on it stating "did not infuse properly". Customer verbalized that she does not know what unit the pump was form or any additional information. MFR - 9610825-2014-00232.